Manufacturer narrative:
(B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Manufacturing location: (B)(4). Manufacturing date: december 15, 2015. Expiry date: december 01, 2025. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for distal radius and ulna fracture took place on (B)(6) 2016. During the surgery, the surgeon tried to insert locking screws (2.0mm) into the distal holes of the reported locking compression plate (lcp) distal ulna plate after the temporary fixing the plate. However, the reported drill sleeve was not able to secure properly in the fourth, fifth, and seventh holes of the reported plate. Despite of many attempts such as using a spare drill bit, the surgeon could not manage securing any drill sleeves at the target holes. The surgeon eventually decided to insert cortex screws into the proximal four holes of the reported plate to avoid more extended surgical time and completed the surgery. The surgery was extended for thirty (30) minutes. This is report 1 of 3 for com-(B)(4).